Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Device image indicated normal current drain during implant period and no high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.